Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was able to reproduce the "autofill failure" but could not reproduce the "unit shutdown" issue. In order to correct the issue, the stm replaced the pressure hose. Unrelated to the complaint issue, the stm also replaced and the console cover and then performed all functional and safety tests per factory specifications. The iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that while in use on a patient, the cardiosave intra-aortic balloon pump (iabp) alarmed "autofill failure" and "unit shutdown." There was no patient harm and no adverse event was reported.